Manufacturer narrative:
Correction: g3 - date received by manufacturer in 2017865-2024-35527 submitted on 4 apr 2024 should have been "4 apr 2024" rather than "3 apr 2024".

Event description:
New information received notes that the whole system including the right ventricular lead and the right atrial lead, was inactivated and replaced on (B)(6) 2024. Patient condition was stable throughout.

Event description:
Related manufacturer reference numbers: 2017865-2024-35526. It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was found that the right ventricular lead and right atrial lead exhibited pacing inhibition due to noise over-sensing. Patient had also experienced dizziness and presyncope. Programming changes were made. Patient condition was stable.